Event description:
It was reported that a caregiver could not obtain a glucose sensor reading because the freestyle libre 3 plus continuous glucose monitor (cgm) sensor was already paired to another device, preventing pairing to the intended device and app. Customer care provided assistance that included user education and troubleshooting regarding single-device pairing and replacement sensor setup. Investigation of this case revealed that pairing failed due to the sensor being connected to a different device, and that a new sensor paired successfully and entered warm-up. No clinical symptoms associated with no glucose data available. At the time of call outcomes included no impact to blood glucose management and no need for medical intervention. It was concluded that the event resulted from user pairing to multiple devices, and proper pairing restored function.